Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H2: corrected information on: h6 (clinical code & medical device problem code).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is worn from use. No other issues. The opened device was tested and plugged into the controller and registered settings (7,3). The wand produced plasma as expected and had no issues activating coag. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the provided photo shows the appearance of a stage 3 wound inside the back of the patient's mouth, characterized by a black appearance. The tissue surrounding the wound's outer edges appears patchy white. However, due to the absence of a wound assessment, the stage, depth and width of the wound could not be determined. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited information provided and not knowing what the procedure was being performed and the limited view of the image, a procedural variance vs user error could not be ruled out as possible causes of the reported adverse event. The impact to the patient was the burn/hole. Further impact cannot be concluded with certainty; however, follow-care and treatment would be anticipated. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include: 1) activating the device prior to contact with targeted tissue. 2) failure to maintain suction and direct fluid outflow away from the operative field. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an ent procedure, the procize ez wand created a hole inside the patient. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.